Event description:
A follow up visit was performed. No noise episodes were observed during pocket manipulation, isometric and arm movements. Shock impedance measurements were normal with the left arm in normal position and high when the left arm was positioned above the head. Several maneuvers revealed similar results. It was thought there was an issue at the device pocket site causing an intermittent contact with the device. Although lead integrity testing was recommended, due to the patient¿s condition, a decision was made to further monitor this system with remote monitoring and frequent follow up visits. All rv lead measurements were normal. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a follow up visit, a save to disk from this device was provided to technical services for their review. Several high out of range shock lead impedance measurements have been recorded and the right ventricular lead impedance measurements have decreased during the past few months. The arrhythmia logbook revealed numerous ventricular episodes had occurred and there is noise on the right ventricular and shock channels. Further system integrity including a high resolution x-ray of the header was recommended to verify whether there may be a sub optimal connection. No adverse patient effects were reported. This device was reprogrammed and a lead revision is intended.

Manufacturer narrative:
According to availalbe information, this system remains in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
According to available information, this device and right ventricular lead remain implanted and in service. When additional information become available, this event will be updated.

Manufacturer narrative:
- -

Event description:
Additional information was received. A further out of range shock impedance measurement had been recorded, however there had been no alert, however ts reviewed the data and determined the out of range measurement had occurred prior to the reset of previous out of range measurement. Further review of the data determined that the shock impedance measurement revealed noise during device pacing. Further lead integrity investigation was recommended.